Event description:
It was reported that the scale markings were noticed to be missing from the bd luer-lok¿ syringe before use. This occurred on 6 separate occasions, but the dates are unknown. The following information was provided by the initial reporter: "when opening a box of the syringes it was observed that the volume markings were missing from the syringe."

Manufacturer narrative:
H.6. Investigation summary: one photo, four samples in sealed packaging, and two samples without packaging were received by our quality team for evaluation. Upon visual inspection missing and incomplete scale markings were visualized; therefore, the failure is verified. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation, the root cause of this occurred during the exchange of the printing ink pad and the manufacturing personnel did not manually remove the defective syringes. Action was taken to update the change of the printing pads and training has been provided to the manufacturing personnel to prevent the future reoccurrence of this failure. Root cause: probable cause for this non-conformance happened at the apex printing machine, if there was printing ink pad changed, the subsequent produced parts of duration had to remove during line clearing. Suspected there was poor throw out by the production technician at the manual-eject station resulted in defective part escapees to the downstream process. H3 other text : see section h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the scale markings were noticed to be missing from the bd luer-lok¿ syringe before use. This occurred on 6 separate occasions, but the dates are unknown. The following information was provided by the initial reporter: "when opening a box of the syringes it was observed that the volume markings were missing from the syringe."